Event description:
Per site, the pt was revised due to tibial component loosening.

Manufacturer narrative:
(B) (4). Evaluation summary: the device was not returned to zimmer and x-rays were not provided. Surgical notes were not available, so it is not known whether surgical technique was followed. It is unk which instruments were used in order to implant the device. The pt was an (B) (6) female who is (B) (6). Without additional info, the probable cause of loosening cannot be determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.